Event description:
Patient presented to the physician, one day after the implant procedure, with a hematoma at the chest incision site. Physician brought the patient into the or, evacuated the hematoma, performed a washout procedure, and closed. This resolved the issue.